Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 132mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement test and the test passed. The manual prime test was done and the insulin did exit. The customer called back and stated that the device continued alarming motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test.